Event description:
After placement into the patient, there was a magnetic sensor error with the ablation catheter. The catheter was removed and replaced without incident or harm to the patient. Manufacturer response for ablation catheter, smarttouch thermocool bidirectional ablation catheter (per site reporter) per report, manufacturer notified.